Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a follow up visit several episodes of noise were observed on the ventricular channel. No therapy was applied. Some maneuvers to reproduce the event were unsuccessful. The continuity graph showed a fast decrease around (B)(6) 2017, however impedance values were in normal range. Should additional information become available this file will be updated.